Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was implanted on (B)(6) 2011. Following implant, the patient developed "serum at pocket site". The physician aspirated the serum. The serum reformed and had to be aspirated again (about 80ml/day). The scar appeared well healed with no redness or anomalies. The drug path was checked and there were no interruptions, leakages or disconnections. The pocket was aspirated and a compressive medication was applied. The patient was monitored in order to avoid explant. The patient outcome was "patient is well". It was later reported that the pump was explanted at the beginning of (B)(6). The seroma at the pocket site resolved on (B)(6) 2011. The patient died approximately 10 days after explant on (B)(6) 2011. The patient's death was not believed to be related to the pump or intrathecal therapy. The cause of death was "cardiocirculatory complications". No autopsy was performed.